Event description:
It was reported that the patient had been doing really good. The patient was so bad before that they could not handle the pain anymore. This had helped him and it was like they had a new life. It was noticed that in the last ¿little while¿; pain. They went to see their health care professional two weeks ago because they thought he had a kidney stone. They had 15-20 kidney stones, they have had, so many that they had much scar tissue. It was starting to hurt like he had a kidney stone. It was note that there was blood in the urine. There was about 2-3 inches in front of the implantable neurostimulator (ins) and deep in a muscle he said he could move and it is just so sore. The patient was getting worse and it was really sore around the ins. Six to seven inches in front of and circumference around the ins and particularly below the ins its sore. The other night they were lying on the count and about six to seven inches up the right side he could see the muscle twitching ¿as I was being shocked¿. The patient would be going to see their health care professional on friday after the report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3550-29, lot# n332275, implanted: (B)(6) 2014, product type: accessory. (B)(4).